Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was displaying an error code.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the alarm error codes 570.6200 was confirmed due to a bad oridion board, replaced it a new oridion board. Performed leak down test and co2 calibration with passing results. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the oridion assy board etco2 v1 rohs. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/08/2019 to the present date 12/9/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was displaying an error code.